Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02205 and 0002648920-2020-00303. Medical products: all poly patella standard size 29 mm diameter 8.0 mm thickness cemented catalog#: 00597206529 lot#: 61932225, tibial component stemmed precoat catalog#: 00598003702 lot#: 61895383, stem extension sharp fluted 15mm dia x 75mm length (combined length 120mm) catalog#: 00598801515 lot#: 60805177, femoral component size e left catalog#: 00599401591 lot#: 61848442, stem extension sharp fluted 16mm dia x 75mm length (combined length 120mm) catalog#: 00598801516 lot#: 61783236, unknown palacos cement catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for evaluation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately five years post implantation due implant fracture. During the revision it was immediately evident that the fixation screw from the lcck poly insert was broken and was in the joint upside down in the screw recess and this was lifted out. The tibial poly was grossly loose. Inspection of the screw revealed that a portion of the screw threading was present on the broken screw and the portion that was still retained within the screw mechanism in the stem of the tibial component. Decision made to revise the entire knee rather than just the tibial components although the remaining components were well-fixed the patella had been inspected some modest overgrowth of bone and scar tissue excised along its polyethylene margins, but the fixation appeared solid. Rhk placed without complication. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-op complications were noted during the primary surgery. The patient underwent revision for instability issue. During the surgery "it was immediately evident that the fixation screw from the lcck poly insert was broken and was in the joint upside down in the screw recess and this was lifted out. The tibial poly was grossly loose. Inspection of the screw revealed that a portion of the screw threading was present on the broken screw and the portion that was still retained within the screw mechanism in the stem of the tibial component" and "the patella had been inspected some modest overgrowth of bone and scar tissue excised along its polyethylene margins, but the fixation appeared solid". Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product - nexgen stemmed precoat tibial component, catalog #: 00598003702, lot #: 61895383; nexgen stem extension sharp fluted 15 mm diameter x 75 mm length, catalog #: 00598801515, lot #: 60805177. Customer has indicated that the product will not be returned to zimmer biomet for evaluation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a total knee arthroplasty, the patient was revised due to instability. It was found that the locking screw for the lcck articular surface had broken at the base of the threads. An exchange of the lcck articular surface was not possible as a piece of the screw remained. The entire knee system was revised. There was also found to be noticeable wear on the poly surface, the threads of the screw, the ring on the metal locking plate and the tibial baseplate. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.